Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05281. The pt received two lead extensions (from different lots) on (B)(6) 2010. While the pt was being reprogrammed she could feel stimulation. After new programs were loaded the pt pulled the programming wand away and could no longer feel the stimulation. The programmer indicated that the stimulation was on. The impedance was checked and revealed to be low. During an exploratory revision the ipg was disconnected and the trial cables found all 16 contacts to be invalid. The lead extensions were disconnected and the lead were tested directly, finding all impedances to be in normal range. Both lead extensions were explanted and replaced. The lead extensions were tested and were within normal range.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.